Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia as well as insulin pump had unexpected restart, a cold reset was performed as well as external ram crc error. The customer blood glucose level was 300 mg/dl, 400 mg/dl and close to 500 mg/dl. The customer was assisted with troubleshooting. The customer was treated with manual injection for high blood glucose level. Customer stated that when starts to bolus the insulin pump was only beep and no alarm and did not deliver insulin. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The information provided with the initial report was incorrect. The correct information has been included with this report.

Event description:
It was reported that the customer has been off the insulin pump greater than 48 hours.